Event description:
Tubing was being primed and got stuck at filter. New tubing set attached to same pump and apparently was able to prime. Tubing isolated with packaging. FDA safety report ID # (B)(4).